Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) stated that their remote communicator displayed a red call doctor icon. The latitude report showed this crt-p system was exhibiting high out of range pacing impedance measurements above 2000 ohms. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Corrected aware date.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) stated that their remote communicator displayed a red call doctor icon. The latitude report showed this crt-p system was exhibiting high out-of-range pacing impedance measurements above 2000 ohms. A revision procedure was performed and the crt-p was explanted while the right ventricular lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) stated that their remote communicator displayed a red call doctor icon. The latitude report showed this crt-p system was exhibiting high out-of-range pacing impedance measurements above 2000 ohms. A revision procedure was performed and the crt-p was explanted while the right ventricular lead was surgically abandoned. Both products were successfully replaced. No additional adverse patient effects were reported.